Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 400 and 211 mg/dl and the sensor glucose was 40 mg/dl. The customer states her pump suspended on low and she never resumed the basal. The customer also received a change sensor alert after a calibration not accepted. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test sensor passed per specification. Also performed bicarbonate buffer test. Sensor failed per specifications due to high readings.